Event description:
It was reported that the patient was admitted from (B)(6) 2018 to (B)(6) 2018 for arrhythmia. The patients medication was re-examined before discharge. It was noted that the event may have been related to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had premature ventricular contractions and experienced palpitations and discomfort. The rate of the pacing setting was increased which allowed the occurrence of the arrhythmia to be suppressed. The arrhythmia was not thought to be device related and the patient additionally has a history of arrhythmia prior to the left ventricular assist device (lvad).